Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had been giving error 4 and error 5 messages. The reporter stated that the patient was unable to test her blood glucose for about 3 months because of the error messages. Occasionally, the patient was able to get a reading. The reporter did not know what readings the patient was able to obtain during the time of concern. Although she could not test her blood glucose for 3 months, the patient continued to take her "glyburide" medication as prescribed. She did not take any other actions to treat herself during the time of concern. Throughout the 3 months, the patient periodically developed symptoms of being excessively sleepy and thirsty. About 5 weeks ago during the middle of the night, the patient developed symptoms of sweating and shakiness. The paramedics were contacted. When they arrived, the patient's blood glucose was tested 2 times using an unidentified device and results of "32 and 37 mg/dl" were obtained. The patient was hospitalized for 4 days in order to stabilize her blood glucose. In the hospital, the patient's blood glucose kept going up and down. The patient was given treatment to raise her blood glucose. At one point during the hospitalization, the patient obtained a blood glucose level of over 200 mg/dl and received insulin treatment. The customer care advocate (cca) noted that the patient had been using test strips that in 2007. The patient was using a correct technique for testing with reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged the patient was unable to test her blood glucose for 3 months due to getting error 4 and 5 messages. During that time, the reporter claimed the patient developed symptoms suggestive of high and low blood glucose and was treated for hypoglycemia.

Manufacturer narrative:
MFR has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, MFR will evaluate it/them and, if either the meter or strips do not pass inspection, MFR will inform FDA of the results in a supplemental report.